Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). Location : hospital. The device was not returned to manufacturer for evaluation; therefore, cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2015 . During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. Product came in contact with the patient. The patient's current status was normal. No complications were reported.